Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer found that the pyxibus cable was disconnected and connected it to resolve the issue. Additionally, fse tested all drawers and slides to make sure they are working properly. The fse opened top cover, checked connections in electronics drawer and removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device displayed a device not detected on bus message. The pyxis system was not recognizing the presence of a pocket in the drawer. The customer was unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.